Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012: the patient was pre-operatively diagnosed with l3-l4, l4-l5, l5-s1 degenerative disc disease, l4-l5 prior discectomy and underwent the following procedure, l3 to s1 bilateral posterolateral fusion with segmental instrumentation, left transforaminal lumbosacral interbody fusion with carbon fiber cage, right iliac crest bone graft and bone morphogenetic protein and collagen carrier. As per op-notes, ¿a steffee probe was inserted at the intersection of the anatomic landmark and a flexible probe was set for accuracy. 6 millimeter x 40 millimeter screws were placed at 3, 4 and 5 and 7 millimeter x 35 millimeter screws were placed in the sacrum ligament was excised. The lumbosacral disk space was distracted and the s1 root retracted medially. The l5 root dissected cephalad. The disk was incised and removed piecemeal. Sequential scrapers 8 to 11 millimeters were used and debris was removed with pituitary rongeurs. The disk space was irrigated. Now an 11 x 23 x 9 millimeter lordotic carbon fiber cage was packed with bmp matrix and them tamped into position and distraction removed.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.